Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Part #: 324.214-us. Lot #: 6231p66. Manufacturing site: (B)(6). Release to warehouse date: 31, may 2023. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from the photo. Visual analysis of the photo revealed that there were no product problems with drill bit ø2.8 w/scal l200/100 3flute f/. The provided photographic evidence does not show the complaint condition clearly. The investigation was not able to confirm the reported event. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for drill bit ø2.8 w/scal l200/100 3flute f/. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on (B)(6) 2023, it was found that the drill bit in question was dull and was struggling to cut through the patient¿s bone. There was no reported adverse patient impact. The procedure was completed successfully with a few minutes of surgical delay. No further information is available to report. This report is for a 2.8mm percutaneous drill bit f/lcp® pl qc/200mm/100mm calib. This is report 1 of 1 for (B)(4).